Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the starlumen tube burst during usage on the patient. The device was replaced to complete treatment. There was no report of patient harm or necessary medical intervention. The patient condition was reported as "fine".